Event description:
It has been reported to philips that, there was no video on the flex vision or control room monitor. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the video was not presenting on flexvision or control room monitors. Upon functional testing, the fse found that the 5-volt supply on cat7 to dvi video converter was missing. To resolve this issue, the fse connected the cat 7 to dvi converters using available system 5 volts for converters. However, three months later the system was reported with lost video feed to large monitor. To resolve this issue, the engineer requested quote for replacement of dvi matrix switch and no further actions were taken. After two days, the issue reoccurred and fse installed new matrix switch, reinstalled the software, and programmed the settings. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.